Event description:
On (B)(6) 2014, the reporter stated that this past friday, the doctor was performing a procedure on a (B)(6) year old. He injected a 25g bd needle into her leg (right, above ankle), when he removed the needle, part of the needle had broken off in her leg. In order to remove the piece of needle from insider her leg, he had to make a small incision. An x-ray was performed to verify the needle and then the needle was removed. No add'l info is available or anticipated.

Manufacturer narrative:
A sample was rec'd and in the process of being evaluated. Once the evaluation is complete, the info will be sent as a supplemental.